Event description:
Read very high. Five of 50 in the vial have been used compared to 5 of another lot number. This lot number reads between 240 and 250 while the other lot reads between 110 and 120. Rptr is concerned that if these are bad a type I diabetic could be killed if depending on these to give their insulin.